Event description:
Device malfunction: failure to deploy - thumb advancer. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, after deploying the vessel locator wings, the exchange sheath splitting did not initiate and the thumb advancer could not be advanced distally. The vessel locator wings were retracted with the safety release and the device was removed. Manual compression was applied to achieve hemostasis. No adverse pt effects were reported. No additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with any additional relevant info.